Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2002.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.